Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 7mm x 8cm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured due to severe calcification of the iliac artery. The device was inflated to eight atmospheres (atm) when the ruptured occurred. There were no reported injuries to the patient and the patient¿s status was ¿improved¿ post procedure. The device was stored, handled, and prepped per the instructions for use (IFU) and there was no difficulty removing any of the sterile packaging device components. The device maintained negative pressure during preparation. There was difficulty removing the balloon catheter; however, the device was able to be removed slowly. The device remained in one piece during its removal. Additional information was requested but was not provided. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82246654 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst at/below rbp¿ and ¿pta/ptca system withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely vessel characteristics of severe calcification likely contributed to the events reported as was stated in the event description. However, without return of the device for analysis it is difficult to draw a clinical conclusion between the device and the reported events. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ according to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 7mm x 8cm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured due to severe calcification of the iliac artery. The device was inflated to 8 atmospheres (atm) when the ruptured occurred. There were no reported injuries to the patient and the patient¿s status was ¿improved¿ post procedure. The device was stored, handled, and prepped per the instructions for use (IFU) and there was no difficulty removing any of the sterile packaging device components. The device maintained negative pressure during preparation. There was difficulty removing the balloon catheter; however, the device was able to be removed slowly. The device remained in one piece during its removal. The device was discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.